Manufacturer narrative:
(B)(4). The evaluation of the device is ongoing.

Event description:
It was reported that during patient use the screen blacked out on a 980 ventilator. The patient was removed from the ventilator and placed on an alternate ventilator. There was no report of patient harm as a result of the event.